Event description:
It was reported that the patient had motion-dependent stimulation, with stimulation on or off. Two to three days later the patient felt no more stimulation. When the doctor checked impedances all eight contacts were above 10,000 ohms. A lead fracture was suspected, and the lead was explanted. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: lead model 3877-45 lot# 0204730623 implanted: unknown explanted: unknown, anchor model 3550-39 lot# unknown implanted: unknown explanted: unknown. Analysis of the lead model 3877-45 lot 0204730623 found all conductor wires broken 21.2 cm from the distal end. The titan anchor site was 22.5 cm from the distal end. All circuits were open. Analysis of the titan anchor model 3550-39 lot unknown found no significant anomaly. The anchor was separated in suspected explant damage. (B)(4).